Event description:
On (B)(6) 2022, it was reported by a distributor via sems that an ar-13999mf scorpion does not work properly. This was discovered during use in a procedure, with no patient harm reported. Additional information 5/12/2022. On (B)(6) 2022, it was reported by a distributor via email that an ar-13999mf scorpion instrument miss multiple shots in a row. This was discovered during use in a removal hardware -arthrex distal radius fracture system procedure on (B)(6) 2022. The case was completed using a new ar-13999mf.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-13999mf was received for investigation. Functional testing identified that the returned scorpion was able to fire the test needle as intended, and the trapdoor component captured the suture. No problem found.